Event description:
The initial reporter received questionable hba1c tq gen.3 results for 22 patient samples tested on a cobas 8000 cobas c 502 module. The initial results were reported outside of the laboratory. The doctor questioned the results which prompted a rerun of the samples. The patient samples were run on (B)(6) 2022. The following are examples of discrepant results for 2 patient samples: sample 1 had an initial result of 12.1% with a data flag. The repeat result was 5.0%. Sample 2 had an initial result of 9.4%. The repeat result was 5.7%. The repeat results were deemed correct. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer stated that the qc recovery was within their established ranges. The preanalytical data did not indicate an issue. The customer had two cell blank errors and 10 alarms. They also noted the cells to be overflowing. The customer disabled the module. The field service engineer (fse) found the nozzle and/or the solenoid valve to be clogged. He tried to adjust water levels which did not resolve the issue. He then flushed the valves with hot water which temporarily resolved the issue. The cells started to overflow again. On the second service visit, the fse performed water adjustments again which did not resolve the issue. On the third service visit, the fse took the nozzle off and used a stylus to remove a blockage in the nozzle. He then cleaned and flushed the nozzle with deionized (di) water. He also flushed the vacuum tubing and the valves with hot water. The overflowing of the cells was resolved. The customer performed daily maintenance, calibrations and qcs with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.